Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and deformed. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near is-1 terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was unable to be successfully implanted. After 30 turns, helix was unable to be successfully extended. Lead was further damage during removal procedure. This lead was replaced prior to pocket closure. No adverse patient effects were reported.